Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation of a steerable guide catheter (sgc), air bubbles were observed in the sgc. Troubleshooting was performed to remove the air bubbles. At the end of preparation, when attempting apply ¿-¿ on the system, exceesive force was used to roated the knob, the knob made an abrupt snap, and started to rotate freely without removing the curve at the catheter tip. It was noted that before the snap, the tip was beginning to elongate/stretch, which indicated correct functioning of the system up to the moment of rupture of the internal cables. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.